Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge, prompting them to complete the fill tubing step multiple times. There was no adverse impact to the customer's blood glucose level. The customer initially lacked access to pump supplies and requested a follow-up with technical support. Eventually, the customer informed technical support that the issue was resolved.